Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90x32. The device was received with the top of the I-blade upper tip broken off and it was returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap surgery to remove the kidney, the I-blade was broken off into the patient during use. The broken piece was retrieved from the patient with a forceps via a trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.